Event description:
It was reported that a small volume folfusor leaked. This was identified after filling with 3000 mg fluorouracil and before patient use. There was no patient involvement. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The lot was manufactured from february 4, 2014 to february 5, 2014. The device was not returned; therefore, an evaluation could not be conducted. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.